Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, unknown nexgen articular surface, unknown nexgen tibial plate, unknown nexgen stem, unknown nexgen patella . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04533, 0001822565-2019-04534, 0001822565-2019-04535, 0001822565-2019-04536, 0001822565-2019-04537, 0001822565-2019-04538. Customer has not indicated whether the product wil be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision arthroplasty to replace the components with antibiotic spacers due to infection. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were assessed but not sent to mmi for review. The complaint is for revision due to infection which would not be detected on x-ray. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.